Event description:
Customer reported the ventilator shut down and restarted. The customer reported the unit was in use but was off the patient for suctioning at the time of the reported event and there was no patient harm.